Event description:
Ous MDR - it was reported that about 125 months after the implantation, oversensing was noted on this lead while the patient's arm moved. No adverse patient side effects were reported. The device was capped.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.